Event description:
It was reported that foreign matter was found within the bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: foreign substance found in syringes.

Manufacturer narrative:
The initial reporter also notified the FDA on (B)(6) 2022. Medwatch report # mw5109360. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 302830 and lot number 2040571. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.